Event description:
It was reported that during use an 840 ventilator had a gui cpu (graphical user interface) board issue. The ventilator was replaced. No patient harm is reported. The service engineer downloaded the software onto the customer purchased gui cpu. The unit passed all testing and operates within the manufacturing specifications.